Manufacturer narrative:
Evaluation: results/conclusion: (angulated aortic neck), (arterial and venous occlusion). Required secondary intervention).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was long and extremely angulated. It was reported that the stent graft was accurately positioned and viewed on angio to be below the renal arteries. When the stent graft was deployed it landed 6 - 7 mm below the renal arteries (see MFR # 2953200-2009-00492). The decision was made to place a proximal cuff for better fixation. A talent aortic cuff was implanted proximally; however, it partially (50 %) covered the right renal artery. There was still brisk flow to both renal arteries. An attempt was made to place a stent in the renal artery, but it was not possible to get a wire or a guide into the right renal artery because of the severe angulation of the aortic neck. The physician decided to not further intervene. No additional clinical sequelae were reported, and the patient is fine.